Event description:
Related manufacturer reference number: 2017865-2021-33732. Related manufacturer reference number: 2017865-2021-33734. It was reported in clinic that the patient's atrial (ra) lead exhibited failure to capture. It was also noted that the patient's right ventricular (rv) lead exhibited elevated thresholds. The ra and rv leads were explanted. A previous lead that was capped for an unspecified issue on (B)(6) 2012 was also explanted. The patient has been discharged from the hospital.